Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that they were hospitalized on (B)(6) 2020 for diabetic ketoacidosis with a blood glucose level of 350 mg/dl. The customer did not mention how they were treated and mentioned that the caused was not due to the insulin pump. The customer did not mention if they were using the auto mode feature. The customer was assisted with troubleshooting and the device passed all test functions. The product was not returned for analysis.